Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 32x2.5mm target lesion was located in the mid to distal right coronary artery. Prior procedure, the physician wanted to use a guide catheter with side holes but it was not available. The physician went to create side holes using an alternative method on a 6f non-bsc guide catheter. After the same guide catheter crossed the lesion, a 2.50 x 20 synergy drug-eluting stent (des) was advanced for treatment. However, it was noted that the distal segment of the stent strut got caught with the side holes located towards the proximal end of the guide catheter. Subsequently, both devices were withdrawn and a new guide catheter was selected. The procedure was completed with a 2.5 x 16mm and 2.5 x 12mm synergy des, followed by post-dilatation using a 2.5 x 12mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.